Event description:
It was reported that prior to an interventional procedure, the 1.5 x 120mm armada 14 percutaneous transluminal angioplasty balloon catheter was prepped for use as per the instructions for use. The catheter was then advanced to a moderately calcified lesion in the artery below the knee. The balloon was inflated two times with no device issue. On the third attempt, when the balloon was inflated to 10 atmospheres air was seen entering the balloon. The device was removed from the anatomy. The balloon was re-inflated outside of the patient and a leak from the guide wire lumen was observed. There was no adverse patient effect or no significant clinical delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported complaint related to a leak was able to be confirmed through device analysis. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related leaks was noted by the manufacture. Further assessment of this issue per site operating procedures was performed. Corrective and preventive actions to address this issue have been implemented and the performance of these devices will continue to be monitored.